Manufacturer narrative:
Zimvie complaint number (B)(4). H6: event problem codes: patient code: 1690. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported a prosthetic screw fracture at tooth site #27. An attempt was made to remove the screw using an extraction kit, but it was impossible so the implant had to be removed .2 previous repeated infections were also reported. Abscess and pain were reported as a result of the event. This report refers to the first infection event.